Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient reported they primed the pump while attached to the infusion set and the pump delivered insulin during the load cartridge step. The user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.

Event description:
It was reported that the patient received ems treatment for hypoglycemia. The patient stated that she primed the pump while attached to the infusion set, and the pump delivered insulin during the load cartridge step.